Event description:
Mr (B)(6) of theatre, reported via our sales rep (B)(4) that size cannot be read anymore because of surface alteration. Further, he reported that surgery was delayed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report. This is the same patient/event as MFR #2249697-2011-00568, 00569 and 00571.